Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was hospitalized due to high blood glucose levels. Patient's blood glucose at the time of issue was above 600 mg/dl. Patient was treated via insulin drips. Patient was hospitalized for 3 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.